Manufacturer narrative:
The cartridge was not returned to co for evaluation. The exact cause of the blood leak alarm cannot be determined. As noted in the user's guide, a blood leak alarm can also occur if there is air in the effluent or the filtration fraction is too high. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide states to check the waste fluid for the presence of blood, if pink tinged or if testing shows the presence of blood, terminate treatment and rinseback blood. A direct correlation between co system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. The effluent line tested positive for blood using a hemastick; however, no blood was visible in the effluent. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. The patient's routine epogen dose was increased due to slightly decreased hgb levels. No other medical intervention was required.